Event description:
It was reported the pt woke up post-operative with severe abdominal pain after her scs system was implanted. She was admitted to the hospital for pain control. Follow up info identified an sjm representative met with the pt on (B)(6) 2012 and programmed her scs system. The pt is receiving effective stimulation and her abdominal pain is still subsiding. The pt was advised it may take up to six months for the pain to completely subside.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.